Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism failed on a bd insyte¿ autoguard¿ shielded IV catheter while attempting to activate it. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: h.3. Device returned to manufacture: no.

Event description:
It was reported that the safety mechanism failed on a bd insyte¿ autoguard¿ shielded IV catheter while attempting to activate it. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no.

Event description:
It was reported that the safety mechanism failed on a bd insyte¿ autoguard¿ shielded IV catheter while attempting to activate it. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Additional information: previously submitted supplemental mdrs unintentionally skipped follow up 2. This supplemental is intended to fill that gap.

Event description:
It was reported that the safety mechanism failed on a bd insyte¿ autoguard¿ shielded IV catheter while attempting to activate it. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the photo in attachment containing the defect was analyzed and it can be seen that the needle is partially retracted. Bd was able to verify the complaint for the defect claimed. DHR review: a review of the device history record was completed for sub-assembly #8607679 lot 8057538 manufactured from 02-mar-18 to 29-mar-18 used in claimed lot 8086910. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these lots. Qn/ ncmr review: it was evidenced qn # (B)(4) for the "gel weight out of specified" defect. However, it cannot affirm that this nonconformity is directly related to this defect. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and no records were recorded that could clearly indicate a failure of the activation of the part. Fmea analysis: the analysis of the fmea, dfpr054-0, version 2, was carried out in the process steps: load the grip; load button; load hub; spring presence check station; unload pallets from zone 3; load zone 3 transfer rail; glue dispenser; glue inspection; cannulation lubrication; transfer rail loading; assembly of zone 4 loaded on the pallet; plug placement station; put the barrel in the part and no change was necessary at this time, since the risks are within acceptable limits according to risk category. Based on the results of the investigation to date, a root cause has not been determined for the defect described in this complaint, since the presence of the sample problem is fundamental to determining a possible root cause. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the safety mechanism failed on a bd insyte¿ autoguard¿ shielded IV catheter while attempting to activate it. There was no report of exposure, injury, or medical intervention.